Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was experiencing syncopal episodes for an unknown reason. It was thought that the syncope may be heart rate related. Boston scientific technical services (ts) was consulted to discuss the sudden brady response (sbr) feature in the pacemaker. The sbr feature was programmed on and they will continue to monitor the patient. No additional adverse patient effects were reported.